Manufacturer narrative:
The device return is anticipated; however, at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope gvm monitor, the device froze and locked up. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.

Manufacturer narrative:
The glidescope gvm monitor and a glidescope spectrum smart cable were returned to verathon for evaluation. A verathon technical service representative evaluated the returned gvm monitor and could not confirm the image issue. When the gvm monitor was connected to a known, good, test smart cable, the video image was normal. The camera image quality test was performed and passed. The technical service representative evaluated the returned spectrum smart cable and confirmed the image failure. The hdmi connector of the customer's spectrum smart cable was visibly corroded and unrepairable. When connected to a known, good, test video baton 2.0, the customer's smart cable produced a green static image. The camera image quality test was performed and failed. The technical service representative attributed the poor image quality to a damaged hdmi connector on the customer's spectrum smart cable. The glidescope gvm monitor was certified and returned to the customer. The glidescope spectrum smart cable was returned "as-is" per the customer's request. Corrective action is not required at this time. Verathon will continue to monitor for trends. The glidescope and gliderite products reprocessing manual states: "use hospital-grade clean air to blow remaining moisture out of the connectors, and then dry the component using either hospital-grade clean air or a clean, lint-free cloth." It is likely that not blowing out the connector with hospital-grade air caused or contributed to the corrosion in the hdmi connector.